Event description:
It was reported that nrg transseptal needle was selected for use. During the procedure, it was mentioned that the tip of the syringe that was connected, especially the locking portion of the syringe at the proximal end of the needle was noted damaged. A fragment remained inside the needle and could not be removed, the broken syringe tip remained in the syringe lock part. The needle was manually shaped. Thus, the needle was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. The allegations for damage defective and material fragmentation are confirmed based on the product returned analysis. Device history record: DHR review was performed for nrg lot 37220940-001. There were no non-conformances or deviations related to the allegation. Scrap and rejects were also reported during manufacturing but nothing that could be related to the allegation or numbers that represent a systemic issue. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. Device analysis: the needle was returned inside a biohazard plastic bag. Handle inspection showed a plastic fragment stuck and blocking the luer at the proximal end of the device. The needle could not be correctly decontaminated as it was not properly flushed. The fragment was mentioned to be a syringe tip, and it was confirmed after being removed from the luer. No other damage or problem was observed with the needle. The device was returned to bsc for analysis and the fragment of a syringe was noted blocking the luer/hub at the proximal end of the device, confirming the fragmentation allegation in the complaint. The root cause could not be determined with full certainty, but it is the most probable that excessive force applied when connecting the syringe or physician/scrub tech technique during the procedure. Therefore, "cause linked to device but unable to trace more specifically" was selected as a cause code.

Event description:
It was reported that nrg transseptal needle was selected for use. During the procedure, it was mentioned that the tip of the syringe that was connected, especially the locking portion of the syringe at the proximal end of the needle was noted damaged. A fragment remained inside the needle and could not be removed, the broken syringe tip remained in the syringe lock part. The needle was manually shaped. Thus, the needle was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.